Event description:
The customer reported a malfunction resulting in the inability to initiate mechanical ventilation. The patient was switched to another operating room and the case was resumed. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and log review to confirm the reported issue. The bag-to-vent (btv) micro switch was replaced to correct the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).